Event description:
It was reported that an asymptomatic patient presented in the ER after receiving several appropriate shocks. Immediately after, post-paced t-wave oversensing on the lead was observed. The oversensing was noted on stored egm. The recommended device changes. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.